Event description:
A trilogy ev 300 ventilator was returned to a service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed in system setup test. The technician recommended replacing the trilogy evo 3-way solenoid valve and active exhalation proportional valve (aemc) to address the issue. Follow-up repair to be handled by a philips authorized service provider.